Event description:
Reporter alleged the customer obtained an error after inserting a test strip into the aviva system and was unable to test. Reporter stated the customer awoke around 2 am, the next day, with hypoglycemic symptoms and self-treated with orange juice. Reporter stated she found the customer unresponsive, called the emts and they obtained a result of 26 (unit of measure was not provided) on their meter. Stated they treated him with "insulin," a sandwich, and a coke. No other action or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.